Event description:
It was reported that: "cup was threaded on to curved cup inserter bolt. Upon impaction of cup-bolt would not come off with straight screwdriver. Many attempts made to get tip out of cup. Cup was removed and new cup and inserter bolt were used successfully."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.